Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer main displayed a "device not detected on bus" message. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on the enhanced hh drawer main 3-2 were off the bus. A field service engineer reseated the retractor band connectors and the row board cable at the drawer controller board for both 3-1 and 3-2. Also, released all pockets and removed all debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6).